Event description:
Account states that the bed has no power. No injury reported.

Manufacturer narrative:
Tech troubleshoot and found the power control module board is bad. The bed was dead, had no battery back up. Tech replaced the power control module and the bed works fine.